Event description:
On 11/09/1998, the facility's or buyer informed the manufacturer's (MFR.) Sales representative of the following: during the implant procedure, the physician noticed the patient experienced extreme pain when inserting the introducer. As a result, the procedure was stopped and the physician noticed that the introducer was frayed. Another introducer was used and the procedure was completed without further incident. No further details were provided.